Manufacturer narrative:
The expiration date was provided as 12/2016. This event occurred in (B)(6). (B)(4).

Event description:
The customer tested 1 patient sample from an unknown date with the elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii). A patient sample from (B)(6) 2016 was tested on the customer's architect analyzer and the customer noticed a difference in the tsh, ft4 and ft3 results. The customer suspected an interference in the sample and sent the sample from (B)(6) 2016 in for investigation. The sample from (B)(6) 2016 was received and erroneous tsh, ft4 ii and elecsys ft3 iii (ft3 iii) results were identified between the customer's architect instrument and a modular pe analyzer and an e411 instrument used at the investigation site. The erroneous results were not reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Refer to the attached data for the patient results. No adverse event occurred. The modular pe analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.

Manufacturer narrative:
A new sample from the patient was submitted for investigation. During the investigation, it was confirmed that the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. Interferences are documented in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.